Event description:
A malfunction alarm occurred, reported with malfunction code [15-0x277e], which could not be reset. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer was informed that the pump needed replacement, and a replacement pump was provided to ensure continuous insulin delivery.